Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not received for evaluation; however, the device was evaluated on site. The machine connector internal spring was observed to be broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed spring which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating between the quick connector and the dialyzer on an ak 96 machine during hemodialysis therapy. The machines was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.